Event description:
It was reported that the ventricular lead dislodged due to hitting with ablation catheter and it could not positioned. A different lead was used.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.